Event description:
Description of event according to initital reporter: subject is a (B)(6) year old male enrolled in prserve on (B)(6) 2016 and had a cook gunther-tulip filter placed for contraindication to anticoagulation due to a history of vt and for post-surgical prophylaxis. On (B)(6) 2017 subject was diagnosed with right femoral dvt observed on ultrasound. He had developed leg swelling while on eliquis and his medication had been changed to xarelto, but it is unknown exactly when the new dvt developed. On (B)(6) 2017, an ivc venogram was performed demonstrating thrombosis of the ivc below the level of the ivc filter. No attempt was made to retrieve filter and patient was scheduled to return later for ivc filter retrieval and recanalization of pelvic veins/caudal aspect of ivc. The subject had his filter retrieved on (B)(6) 2017, at which time the dvt and thrombosis had resolved without sequelae. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.